Event description:
It was reported that the right ventricular (rv) lead exhibited post pace oversensing. The patient presented to the clinic for a visit and commented that they "were not feeling well" during the visit, however, no specific patient symptoms were indicated. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2008; 419378 lead, implanted: (B)(6) 2008. (B)(4).